Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the new right ventricular (rv) lead exhibited high, out of range pacing impedance. Capture failure was noted at high thresholds. Additionally, after finding a suitable location, the helix of the rv lead failed to extend. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and helix mechanism issue were confirmed. The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Final analysis found the inner coil in the connector region was over-torqued, resulting in conductor shorting. The cause of the reported events of failure to capture and helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. No other anomalies were found.